Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by abdominal pain. The breach was further described as the patient made a mistake of ¿not cleaning something or touching the pd site due to not feeling good and therefore took a shortcut¿ (no further detail was provided). The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose, frequency, and route not reported). The patient was treated with an unspecified treatment for the peritonitis. On an unreported date, the patient was re-trained on proper aseptic technique. At the time of this report, treatment was discontinued and the patient was recovering. Dianeal/extraneal therapies were ongoing. No additional information is available.